Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of leak at the winch down was not confirmed. Evaluation did find the air/water and suction cylinders had no color, the insertion tube was pinched/deformed, the adhesive at the distal end was deteriorated, the switch was damaged, the bending knob was broken, the control section was damaged, and the lever arm was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a leak at the winch down. There were no reports of patient harm. During evaluation of the returned device, foreign material and stain inside light guide lens was found and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed stain/foreign material inside the lightguide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was like due to physical stress caused by hitting or dropping the distal end of the device and or chemical stress caused by chemical solution used, causing the adhesive around light guide lens to peel off, allowing moisture to enter the lens and corroding. The event may be detected by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.